Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl; where the insertion site of an osteoporotic bone was cleared from debris and prepared with an awl, the sutures of a footprint anchor eyelet slipped from it; even after tightening the torque limit. The anchor remained in the bone and no voids were left in the patient, whose health condition is fine. Surgery resumed after a non-significant delay with a back-up device used in an additional drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported events. The footprint anchor is implantable, biocompatibility is not an issue. Micro-motion/ movement is unlikely as it was noted that the anchor was left in the bone. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.